Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient exchanged the power supplies there was a double disconnect alarm. The site believes this was patient error and there is no issue with the controller. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on (B)(6) 2018, at 09:19:16. The controller was without power for 13 seconds. A second controller power up event was observed on (B)(6) 2018, at 20:10:19. The controller was without power for 11 seconds. Loss of power to the controller will result in a loud, continuous alarm, which corresponds with the reported ¿double disconnect alarm¿ heard. As a result, the reported loss of power was confirmed. However, no alarms were recorded in the alarm logs around the time of the reported event. The most likely root cause of the loss of power observed on (B)(6) 2018 can be attributed to the reported disconnection of both power sources from the controller as described in the event details. A possible root cause of the loss of power observed on (B)(6) 2018 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller and one battery were not returned for evaluation. Failure analysis could not be performed as the devices were not returned. Analysis of the event files revealed a controller power up event with an associated motor start event on (B)(6) 2018 at 09:19:16 and 09:19:20 respectively. The data point before the controller loss of power event revealed that the controller was connected to bat585225 with 94% rsoc on power port 1 and an ac adapter on power port 2. As a result, the reported "double disconnect" event was confirmed, however, the reported "sudden depleted battery¿ was not confirmed. Based on the available information, the most likely root cause of the loss of power event can be attributed to a disconnection of both power sources from the controller. Double disconnections is being internally investigated. If information is provided in the future, a supplemental report will be issued.